Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 80% target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. After pre dilation was performed with an nc emerge balloon catheter, an 8 x 3.00 promus elite stent was advanced for treatment. However, it was noticed that the stent came off the balloon delivery system and was left in the left main artery. The physician was able to recover the stent successfully and the procedure was re-scheduled. No patient complications were reported.